Manufacturer narrative:
One hundred thirty two days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail, no additional information other than what was originally reported has been received. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is, at this point in time, in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that one of his surgeon accounts (dr. (B)(6)) reported to him that he had 4 recent arthroscopic shoulder cases in which the patients had abnormal excessive post operative pain. The patients underwent mris and emgs as a means of trying to determine the root cause for this; however both test results were negative. Although no correlation can be made, there is no precedent, and no other surgical devices used in each of the procedures was considered as possible root cause for the unidentifiable patient pain; the surgeon's interest is on the mitek p90 electrodes that were used in each of the procedures. Also see mdrs 1221934-2011-00333, 1221934-2011-00334 and 1221934-2011-00335.

Event description:
Our rep is reporting to us that one of his surgeon accounts ((B)(6)) reported to him that he had 4 recent arthroscopic shoulder cases in which the patients had abnormal excessive post operative pain. The patients underwent mris and emgs as a means of trying to determine the root cause for this; however both test results were negative. Although no correlation can be made, there is no precedent, and no other surgical devices used in each of the procedures was considered as possible root cause for the unidentifiable patient pain; the surgeon's interest is on the mitek cp90 electrodes that were used in each of the procedures.